Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 477 mg/dl. The customer had symptoms such as abdominal pain and excessive thirst and treated with manual injection. Customer's blood glucose value was 283 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017. Customer declined to troubleshoot for high readings. Customer also reported that alarm history showed a no delivery alarm. Customer also received a pump error 13 alarm and blood glucose was 40 mg/dl. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation.